Event description:
An unk number of pts developed diffuse lamellar keratitis after undergoing lasik procedures. Approx half of the pts affected were treated with flap lifts and all of the pts received topical drops. All pts have recovered with no further complications.